Manufacturer narrative:
Based on the information provided and the condition of the device when received and the investigation performed, the reported failure could not be confirmed and the cause could not be determined. Visual inspection of the returned device revealed that the balloon proximal bond was detached. The distal balloon shaft was inverted with the core wire exposed. Damage was observed on the inverted distal shaft, procedural sheath and the advancer tube. The core wire was cut and the adhesive holding the proximal leg of the balloon was missing, however, the adhesive taper remained intact. The distal end of the polyimide shaft was flat. Based on the information provided, the investigation performed and the condition of the returned device, the cause of the reported event could not be conclusively determined. The review of the lhr (lot f1023202) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic left heart catheterization procedure on (B)(6) 2011. A femoral angiogram revealed a good stick and a large, non-calcified artery. The physician, who is a trained user of the mynx, chose the device for femoral artery closure following the procedure. During the mynx closure procedure, it was reported that the balloon would not deflate. The physician attempted to use a needle to deflate the balloon but was unsuccessful. He then attempted to pull the device out as a whole but was again unsuccessful. The patient was sent to surgery where the vascular surgeon performed a cut down to the artery and still was not able to pull the device out. The vascular surgeon then cut the device in half and proceeded to cut the artery to get the balloon out. The patient tolerated the surgery well and is reportedly doing fine.